Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
This follow up report is to change product name from unknown atis abutment to osseospeed tx 4.0s - 11 mm and catalog number from unk atis abutment to 24942. This is to correct and remove the codes that were initially reported - removing codes for: health effect - impact code - 4627 component code - 568 type of investigation code - 4112 the correct codes for this complaint are: health effect - clinical code -1924 health effect - impact code - 2461 medical device problem code - 1260 type of investigation code - 10 investigation findings code - 3252 + 3243 investigation conclusions code - 22